Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The catheter was in use on a patient when the extension set detached from the adapter.